Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Retained samples were examined; all retains passed internal testing. A review of the discrepancy management system (dsms) database was performed for the reported lot number, and no abnormalities or non-conformances were noted during the in process or final product inspection. No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us.

Event description:
As reported by the user facility: description of malfunction/failure: when the nurse used the prefilled syringe to connect the ultrasite injection site to perform the PICC line lock for the patients, the liquid came out of the ultrasite injection site and the ultrasite injection site was found cracked. The patient was admitted due to duodenal malignant tumor for chemotherapy. On (B)(6) 2026, PICC connecting ultrasite injection site connected to chemotherapy pump was used for chemotherapy. At 19:20, when PICC catheter sealing was performed, there appeared liquid spillage at the ultrasite injection site. It was found that there was a slit in the ultrasite injection site, which brought economic losses to the patient. The treatment was immediately stopped, and new ultrasite injection site was replaced.